Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to user misuse.

Event description:
The adapter broke during extraction of the prosthesis. There was no adverse consequence for the pt or delay in surgery or anesthesia time.